Manufacturer narrative:
(B)(4).

Event description:
After the surgery, the patient reported the surgery "failed". It looked like the patient needed the "e-wheelchair" after the results and since the spinal cord implant cannot be removed, replaced, or repaired. The healing process was slow and painful.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient¿s wires were broken and that he was unable to find a healthcare professional (hcp) to replace or repair the lead due to scar tissue. The patient¿s device remained in place from being implanted in the 90¿s, with a large portion of bone structure removed, exposing their spinal cord. The patient reported they were ¿left with more of a disability¿ after having been implanted than if they had not been implanted with the device. Despite this, the patient noted they had been told that they would always receive the best treatment and that at the time of report it was ¿by far the best treatment that he had received.¿

Event description:
It was reported the patient experienced a ¿fractured cable.¿ the patient was scheduled to have their lead and implantable neurostimulator (ins) replaced at the time of report, however due to diabetes complications it was unknown whether the procedure would be completed. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).